Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device, a getinge field service engineer (fse) was dispatched to evaluate this unit. Upon inspection, the reported failure could not be reproduced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon receipt of additional information or completion of our investigation. Event site full name: (B)(6) medical center.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) switched into standby mode without input from the operator. There was no harm or injury to the patient and no adverse event was reported.